Event description:
It was reported from a nurse at the physician's office that she looked through the op notes and there was no mention of the report that the patient stopped breathing. She stated there was no reported issues and no information regarding that event.

Event description:
It was reported that during generator replacement the patient stopped breathing. The patient&#39;s mother reported that she was not informed by the surgeon and that her daughter overhead the medical professionals saying the patient turned blue during the procedure. Attempts to obtain additional relevant information have been unsuccessful to date.